Manufacturer narrative:
On (B)(6) 2016, the customer was resuming pump use to manage diabetes. The blood glucose level was in target range. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 348 mg/dl and an insulin injection was administered to address the bg level. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion. The customer reverted to using insulin injections to manage diabetes until after an appointment with a healthcare provider later in the week.